Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an o2 regulation error was found. The device's oxygen blending module board and o2 fitting was replaced to address the issue.